Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation, it was revealed that the ICD had exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. No root cause for the high impedance measurements was determined and the ICD was reprogrammed and remains implanted and in service. No adverse patient effects were reported.